Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had lost therapy effectiveness for the last couple of months. The patient had been on program 2 at 3.0v and increased to 3.6v and it was too strong and on (B)(6) 2014 they decreased it back to 3.0v. The patient was on 2.5v now and they wanted to change programs from 2 to 3. They were able to successfully change programs and increased stimulation to 2.6v and the patient could feel it.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v014613, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s friend or family member questioned whether or not their therapy had helped them at all since implant. It was stated the patient had been in multiple times to have their therapy adjusted. It was noted the patient had dementia so it was difficult for them to know what the therapy was doing. Reportedly, the patient had been going in the bed all the time lately. It was noted the reported just wanted the patient to have the device out. It was stated the patient had lower back pain but the doctor could not do anything without an MRI. Additional information received reported that the patient experienced a loss of therapeutic effect and had a loss of bladder control. The patient continued to pee quite often during the day and was not feeling any stimulation either. It was noted that this had been going on for the last 5 months now. The patient had been in the hospital about 1.5 years ago and then went to a care center. It was noted that the reason for the hospital stay was not related to the device but because the patient had slight dementia. The patient couldn¿t get down the stairs and couldn¿t walk. It was reported that the last time the patient used the programmer was (B)(6) 2014 and they forgot how to use the programmer. The patient was on program 2 at 2.0v and stimulation was on. It was reported that the patient could feel stimulation at 2.4v on program 2 and wanted to keep it there for a week or so. The patient had already tried program 3. It was noted that they were wondering how the patient¿s dementia could affect the patient¿s therapy. Additional information received reported the last adjustment did not resolve the loss of bladder control. It was noted the patient¿s therapy was helping with their frequency at night. It was reported the patient was only going once at night. It was noted the patient had not been pleased with therapy since implant. It was reported it was unknown if the trial was successful. Additional information received reported that none of the above applied. The problem was that the patient just got home from the care center and they needed the therapy to get out and see their health care providers (hcps). It was noted that they were doing the best they could to understand the patient¿s problem and needed the manufacturer¿s help when they needed to go to another program. The patient was on program 2 at 2.4v and was changed on (B)(6) 2014. It was reported that any help would be appreciated. Additional information received reported that they sent a questionnaire back to the manufacturer and did not make a copy. They called to explain that they wrote on the bottom of the second page the explanation to the question about the follow-up health care provider (hcp). It was noted that the patient was not able to get out to see their hcp due to their health condition and the patient would go and see their family hcp on (B)(6) 2014 and then they would try to get to the follow-up hcp. The patient never had therapeutic effect and the patient could only rely on manufacturer help. It was reported that on (B)(6) 2014 the manufacturer helped to reprogram the patient to program 2 at 2.4v and 2.4v was the highest the patient could tolerate. The patient still went in their pants before they got to the bathroom. It was noted that the patient was not available at the time of the call but they would call back when the patient was available. They wanted to know if changing to a different program would help the patient control their symptoms. Additional information received reported that the patient¿s implantable neurostimulator (ins) hadn¿t done much good since implant. The patient needed an MRI of their spine that was unrelated to their device or therapy. Additional information received reported that they saw the sync screen on the patient programmer and they pressed the sync key and the patient¿s amplitude was at 2.6v. Stimulation was increased from 2.4v to 2.6v on (B)(6) 2014 and the patient was peeing before they didn¿t even know it and they didn¿t know that they had to go. It was noted that the patient continued to get no therapeutic effect and they increased the patient¿s amplitude to 3.1v on program 2 and the patient could feel stimulation sensation comfortably. They would try this for a while and monitor the patient¿s therapeutic effect. It was reported that they not seen their managing hcp about their concerns regarding therapeutic effect as directed because they couldn¿t get to the managing hcp¿s office. The patient could hardly walk and it was confirmed that this was not related to their device or therapy and had dementia as well. It was noted that they brought a urine sample of the patient¿s to their managing hcp¿s office to check for infection and the test came back negative. Additional information received reported that the patient did not have therapeutic effect and the patient was homebound and could not get to their hcp. They wanted to know whether the device was supposed to tell the patient¿s mind when they had to go to the bathroom. It was noted that the patient could not walk or move their legs and had been at the hospital twice. A neurologist told them that the patient¿s mind was telling them not to talk. It was reported that the patient¿s friend or family member had to get the patient out of bed and they gradually moved their legs until they got over to the toilet next to the bed which took 10 to 15 minutes. They once checked the patient¿s leads and did x-rays when the patient had their back surgery and they said everything was okay. It was noted that even though the hcp said everything was good they never felt the device helped with the patient¿s symptoms. It was not doing anything for the patient and they just sat on their chair or bed and peed in their pants. It was reported that the patient did not have good results with the trial either. The patient had been on program 2 since (B)(6) 2014 and started with 2.0v and they increased up to 3.4v on (B)(6) 2014. It was stated that today they increased to 3.6v and this was as much as the patient could tolerate. The patient¿s friend or family member wanted to know what happened when the amplitude was increased. It was noted that they would keep that amplitude on program 2 for a week and then call back. The patient had an infection a couple of weeks ago and their hcp let them bring in a urine sample without the patient coming to the hcp. It was reported that the patient was given antibiotic pills for their infection. The patient needed an MRI on their back badly because they had cryo plastic in their back and still had back pain below. It was noted that that was way back 5 years ago and the x-rays and CT scans did not show anything and the patient needed an MRI.